Event description:
The nurse was lowering the patient's head when the main right siderail fell. I am unable to get it to latch. Apparently the latch mechanism is gummed up to the point where it will not function. Had the latch mechanism worked one more time before it failed or had I lowered the patient's head from the other side of the bed